Event description:
Doctor reported "nausea". Patient was admitted to hospital.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report will not be returned as the device was not explanted. Based upon the serial number and implant date provided by the reported the connector type is assumed to be a taper ii. Nausea is surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events nausea as follows: "nausea may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea may also be a symptom of stoma obstruction or a band/stomach slippage."